Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. Patient reports their setting changes. Patient had stimulation at 12.1 and when she plugs the controller into the wall the stimulation goes down to 9.5 v and that how it has been since she had implant. Patient states all of her settings are high because she uses therapy a lot. Patient was asked if they have adaptive stim active and patient did not know. It was reviewed how adaptive stim function and patient said yes she thinks she has adaptive stim feature. It was recommended patient look at her settings for adaptive stim and position and compared the information. No further patient symptoms or complications were reported in this event.